Manufacturer narrative:
Device was used for treatment, not diagnosis. Synthes manufacturing location could not be verified based on lot number is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development evaluation was performed for the subject device (part number 387.337, lot number 1517112, manufacturing date unknown). The synframe access and retractor system allows direct visualization and stable retraction for less invasive spine surgery. The core function of the ring device system is to provide a rigid connection to the desired retractor blades per the assembly guide j2887-e. The subject device was received with the complaint of ¿service and repair department documented that the lower set screw of the synframe half ring is missing¿. Upon receipt of the complaint device it was seen that the set screws are no longer attached to the device, this complaint is confirmed. A review of the most current design drawing was performed, the drawing calls out an adhesive (loctite) to join the screw assembly. This design relies on the adhesive strength to keep the screw assembly connected in the event the user continues to apply torque on the socket head screw to disassemble the construct. Given the age of this device it is most likely that from years of use and sterilization cycles, the adhesive strength diminished, leading to this condition. The design of this device is adequate for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service & repair evaluation: the customer reported the lower screw was missing. The repair technician reported missing parts as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on june 29, 2015 for further investigation.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the lower set screw of the synframe half ring was missing. There are 3 devices in this complaint. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Service history review - lot #1517112: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is unknown and cannot be traced. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.